Manufacturer narrative:
09/11/2017 (B)(4): the product was returned with the membrane completely unfolded and blood found on the exterior of the catheter. One kink was found on the inner lumen within the membrane approximately 21.6cm from the iab tip. One kink was found on the catheter tubing near the y-fitting approximately 74.2cm from the iab tip. The technician attempted to flush/aspirate the inner lumen and was unable to do so. The technician then attempted to insert a 0.025¿ laboratory guide wire through the inner lumen and resistance was only felt at both kinked locations. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete auto fill cycle. The iab pumped normally and no alarm sounded from the pump. We were unable to confirm the reported check iab catheter alarm however a kink in the catheter can cause inflation difficulty or an alarm. The evaluation confirmed the reported kink and difficulty to monitor arterial waveform. The condition of the iab as received indicated kinks on the inner lumen and catheter tubing. A kink can seal the passage in the inner lumen and can cause poor or no pressure waveform. We are unable to conclusively determine when the kinks may have occurred. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4); record # (B)(4).

Event description:
It was reported that on (B)(6) 2017 at 1530 p.m. During intra-aortic balloon (iab) therapy for an ami patient that although there was no problem when therapy started, arterial pressure could no longer be taken. The customer suspected that the catheter was being kinked. The iab was replaced catheter to continue therapy. Mild tortuosity, severe sclerosis and moderate calcification were noted in the patient vessel. There was no injury or harm to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4)

Event description:
It was reported that on (B)(6)2017 at 1530 p.m. During intra-aortic balloon (iab) therapy for an ami patient that although there was no problem when therapy started, arterial pressure could no longer be taken. The customer suspected that the catheter was being kinked. The iab was replaced catheter to continue therapy. Mild tortuosity, severe sclerosis and moderate calcification were noted in the patient vessel. There was no injury or harm to the patient.